Event description:
It was reported that the monitor on the 9800 system would not work at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The display adaptor board was re-installed during the service call. The system was tested and found to be working as intended and put back into service.